Event description:
The customer called to report that she was treated by the paramedics due to a blood glucose reading of 35 mg/dl. The customer stated that she did not feel right, and felt "a little crazy". The customer stated that the insulin pump had been exposed to an x-ray at the airport prior to the event. The customer stated that she had been experiencing low blood glucose levels for the past two weeks. Troubleshooting was performed, and the insulin pump passed the displacement test. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.